Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon deflation and removal difficulties occurred. The 60% restenosed target lesion was located in a previously implanted non bsc stent within a vein graft of the mid right coronary artery (rca). The 10/3.00 flextome cutting balloon was advanced within the stent. Inflation was performed twice to 10 and 11atms for 20 seconds. Difficulty was noted during deflation and withdrawal, as the balloon had become stuck in the stent. In an attempt to remove the balloon, a second guide wire was advanced. The partially deflated balloon was able to be removed; however, the implanted stent became displaced and migrated as a result. The procedure was ended after an unspecified stent was implanted within the previously implanted non bsc stent which was at the ostium of the vein graft. There were no additional patient complications reported and the patient's status is stable. No additional intervention is planned.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).